Event description:
It was reported that the patient lost stimulation about 12 hours ago and could not get it to come back on. She went to the ER, but they only changed her bandages. The patient was seeing the icon telling her to charge her ins on the programmer; however she also reported the ER nurse thought the implant may be infected. It was noted that the patient had she missed her follow up appointment. The patient was difficult to understand due to crying and slurred speech. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported there was no infection, the patient was high strung and a worrier. It was reported that the generator had discharged after the patient missed her follow-up appointment. The patient was seen the following week and was able to recharge. Everything was ok, the patient was doing well, and the patient was getting good stimulation. There were no interventions.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37744, serial# (B)(4), product type programmer, the initial MDR was filed as MFR report # 3007566237-2012-01950. Additional review indicated the correct manufacturing site was site # (B)(4).